Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the no image was due to kink/knot on cable. Parts tested ok. Unit passed all functional and water leak test and passed electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image on the hd autoclavable camera head. The issue was found during a procedure. There were no reports of patient harm. There was not further information provided by the customer.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.